Event description:
Abbott freestyle libre 3 lot t60002441, sn (B)(6), expiration date: 2025-03-31 is consistently reading 30-50 points low on blood glucose level compared to my glucose meter and sending out warning signals because it keeps showing my glucose being below 60. Continuous monitor appears to show 30-50 points low over several days compared to my manual meter.